Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid left anterior descending (lad) artery with mild tortuosity, pre-dilatation was performed with an unspecified 1.5x8 mm balloon catheter. A 3.0x38 mm rx xience prime stent delivery system (sds) was advanced and the stent was deployed at the lesion in the lad; however, a proximal edge dissection was noted which was covered with another xience prime stent. There was no adverse patient sequelae. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined, there is no indication of a product issue/observation with respect to manufacturing, design or labeling.